Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. The device has the appropriate level of battery voltage to provide therapy.

Manufacturer narrative:
Correction: report type should have been malfunction rather than serious injury.

Event description:
Additional information received indicated that a wireless software update was performed clearing the elective replacement indicator (eri) message.